Event description:
It was reported that this implantable device declared the code 1003 indicative of battery voltage too low for the projected remaining capacity. The device then delivered shocks for a tachycardia. The battery capacity showed that it was completely depleted. It was recommended that the device be explanted as critical therapy was not assured at this point. No adverse patient effects were reported.

Event description:
It was reported that this implantable device declared the code 1003 indicative of battery voltage too low for the projected remaining capacity. The device then delivered shocks for a tachycardia. The battery capacity showed that it was completely depleted. It was recommended that the device be explanted as critical therapy was not assured at this point. The device has already been explanted and replaced with a non bsc device. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. This investigation will be updated should further pertinent information be provided.